Manufacturer narrative:
(B)(4). It is documented in the complaint file that the catheter is kinked.

Event description:
The customer reports: the resuscitation doctor tried to insert a cvc in a patient during the night of (B)(6) 2018. Twice he tried to insert the stylet but for these 2 devices the stylet seemed too wide and could not go inside the catheter. The 3rd catheter worked properly.

Manufacturer narrative:
(B)(4). It was determined that this complaint was opened in error and is a duplicate of MDR#3006425876-2018-00117.

Event description:
The customer reports: the resuscitation doctor tried to insert a cvc in a patient during the night of (B)(6) 2018. Twice he tried to insert the stylet but for these 2 devices the stylet seemed too wide and could not go inside the catheter. The 3rd catheter worked properly.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The resuscitation doctor tried to insert a cvc in a patient during the night of (B)(6) 2018. Twice he tried to insert the stylet but for these 2 devices the stylet seemed too wide and could not go inside the catheter. The 3rd catheter worked properly.